Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the dislodged stent implant was returned for evaluation, thus confirming the complaint. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the 2.75 x 38 mm xience xpedition stent, as the protective sheath and stylet were removed together, the stent dislodged. No resistance was noted during removal of the protective sheath. After removal of the protective sheath and stylet, it was not immediately noticed that the stent had dislodged. As the device was inspected during preparation, it was then noted that the stent was not on the stent delivery system (sds) balloon. The dislodged stent was found inside the protective sheath. The device was not used on the patient. The procedure was completed with an unspecified device and there was no clinically significant delay of procedure reported. No additional information was provided.